Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. In this case, reporting and capture are being done conservatively. No additional patient or procedural factors were provided that could help determine a root cause. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Literature reference: j. Seeger, et al. Comparison of the second generation edwards sapien 3 valve with the edwards sapien xt for transfemoral aortic valve implantation (tavi). Journal of the american college of cardiology (2015);66:b258

Event description:
As per article: "comparison of the second generation edwards sapien 3 valve with the edwards sapien xt for transfemoral aortic valve implantation (tavi)", the first 100 consecutive patients treated with the s3 were compared with the last 100 consecutive patients treated with the xt valve. Nine patients with sapien xt valves implanted were reported to have a life threatening bleeding. No additional information was provided.